Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured during filling. The reporter stated that the infusor was first filled with 50 ml of normal saline and then 40 ml of normal saline; the rupture occurred during filling with the 40 ml of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection identified that there was a ruptured bladder. The ruptured bladder was microscopically examined. Markings were located on the interior surface of the bladder were observed near the rupture line. The cause of the rupture was determined to be a manufacturing defect. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.